Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight and opening extended on anterior . A visual and microscopic analysis was performed. Which identified, striated opening on anterior. Base on the device analysis, the final assessment is: a striated opening on anterior assessed, as surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii/IV". Device remains implanted.